Manufacturer narrative:
The patient will continue to be monitored and no intervention will be performed at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged due to a lack of slack and was exhibiting high pacing threshold measurements. The physician commented that it had been difficult to find a suitable position for the lv lead during the original implant procedure. At this time, the lv lead was reprogrammed and remains in service. No adverse patient effects were reported.